Manufacturer narrative:
Manufacturing site: (B)(4). Manufacturing date: july 18, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection of the complaint device it can be seen that the part is in very good condition, and hardly has any signs of use. As part of the investigation a function test (with all received parts) was performed, the result of the test: passed, no misalignment visible. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place. No product fault could be detected. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported there was an issue with the recon locking workflow when inserting an antegrade femoral nail for the treatment of a complex proximal femur fracture. The fracture was reduced (open) and a cable used for temporary stabilization. The proximal femur was opened, im canal was reamed and nail was inserted as per the recommended surgical technique. When inserting the guide wires for recon locking screws in the femoral head/neck, the surgeon noticed on the lateral fluoroscopic images that the wires were not passing through the intended cannulations in the nail, but rather were diverging anterior to the nail itself. He removed the nail, which resulted in a surgical delay of thirty (30) minutes. After removal, he noticed that the nail had scratches/notching on the anterior surface; the nail was exchanged for a new nail. The team also opened and used a second set of instruments to isolate the insertion handle and aiming arm that were involved with the wires missing the cannulations. The surgeon again attempted to insert the guide wires for recon locking through the new nail with the new set of instruments; the procedure continued as expected for the remaining surgical steps. Adequate reduction and fixation was noted post-operatively. No adverse event to patient was reported. This is report 1 of 2 for (B)(4).